Manufacturer narrative:
The patient sample was provided for investigation, where it was tested on a cobas 8000 e 602 module (e602). The results from this analyzer were < 0.005 uiu/ml for tsh, 4.12 ng/dl for ft4, and 5.46 pg/ml for ft3. The e602 analyzer serial number was (B)(4). The tsh reagent lot number used on this analyzer was 255802, with an expiration date of february 2018. The lower limit of detection for the roche tsh assay is at 0.005 uiu/ml. The lower limit of detection for the abbott architect assay most likely is in the same range. Precision of tsh values at this end of the measuring range is low compared to the precision in the normal reference range of the respective assays (0.27 - 4.2 uiu/ml for the roche assay and 0.35 - 4.94 uiu/ml for the abbott assay). The tsh values measured for both assays was far below the normal reference range of each respective assay and at the lower limit of detection for each assay.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e module). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient sample data. The sample was tested on the customer's e module and an architect analyzer. The e module serial number was (B)(4).